Manufacturer narrative:
Investigation: the disposable set was unavailable for return and evaluation. The run data file(rdf) for the procedure was investigated. Numerous aps pressure alerts throughout the procedure with slowing of the pumps were seen in the rdf. The lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Information provided by the customer about the procedure noted that the donor's full blood count for wbcs was above the customer's specification. Root cause: the run data file analysis did not show a conclusive root cause for the higher-than-expected wbc content in the platelet product reported for this collection. However, it is possible, though not conclusive, that the numerous aps pressure alerts throughout the procedure with slowing of the pumps may have disturbed the steady state of the leukoreduction(lrs) chamber, possibly causing some wbcs to escape. Also, based on the available information, itis possible that the higher than expected wbc content in the platelet product could be donor related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. Donor unit #: (B)(4). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.